Event description:
Reportable based on analysis completed on (B)(4) 2013.   It was reported that during a percutaneous coronary intervention, crossing difficulties occurred. The 80% stenosed target lesion was located in the severely calcified and severely tortuous left anterior descending artery. A 1.5x20mm non-bsc balloon catheter was used to predilate the lesion. The 2.50x28mm promus element stent was then advanced and was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient' status was stable.   However, device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a visual and microscopic examination of the device noted stent damage. Struts throughout the stent were slightly misaligned. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).